Manufacturer narrative:
Visual inspection was performed and confirmed tip fracture. Rotational deformation is observed immediately proximal to fracture. Complaint history records were reviewed for this lot, no similar complaints were identified. It was reported that the device was not used at a difficult angle, but that excessive force had to be used due to patients hard bone. Patient has osteoporotic bone. The most likely cause of the reported event was determined to be due to the patient's hard bone, which required excessive torque to insert screws.

Event description:
It was reported that the tip of the pyrenees tapered driver broke during screw insertion intra-operatively. The procedure was completed successfully with a two minute surgical delay. No adverse consequences nor medical intervention were reported.

Event description:
It was reported that the tip of the pyrenees tapered driver broke during screw insertion intra-operatively. The procedure was completed successfully with a two minute surgical delay. No adverse consequences nor medical intervention were reported.